Event description:
It was reported there was an unspecified user error. There was patient involvement but no harm, although requested no further information was provided.

Manufacturer narrative:
(B)(6). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.